Event description:
Customer reported device = 531 mg/dl. Customer went to the emergency room (ER). ER device = 169 mg/dl. No treatment recieved. No controls used. Using expired strips. A request was made for return product and replacement product was sent.